Manufacturer narrative:
Na

Event description:
It was reported that the ventilator had hw faults while on pt. The ventilator shut down and displayed reset when it was being tested. No pt harm reported.